Event description:
On (B)(6) 2016 patient's caregiver called with report of low flow alarms which started at 0130. Ambulance was on site. Patient arrived at the emergency room at 0315 flow was 0.3 lmp and power was 1.8 watts with severely depressed waveform with minimal pulsatility. Rtf was 80. Over the night flows at one point were 0 lpm but increased to 0.7 lpm with fluid and norepinephrine at 0.05 mcg/kg/min. Heparin was started. Patient was admitted to ccu (critical care unit). Echo was done and was suspicious for heavy thrombus burden in the outflow tract. PICC (peripherally inserted central catheter) line was placed and arterial line was placed. At 1016 speed was lowered to 2400, flow was 1.8-2.0 and power at 2.3 watts. Ep consult was obtained and no pacer changes were recommended. Dobutamine started 5 mcg/kg/min. Awaiting neuro ok to do pump exchange. Patient complained of arm and chest pain. Troponin was negative. On (B)(6) 2016 at 0630 lvad alarmed due to total vad failure. All vad equipment was turned off. Patient was able to maintain maps and was asymptomatic with event on levophed and dobutamine titration for map (mean arterial pressure) >65. Cardiac CT showed extensive thrombus in the outflow cannula, also the inflow cannula pointed towards the septum. Ep (electrophysiology) consult was obtained and no pacer changes were recommended. Stroke score was zero. On (B)(6) 2016 neuro consult obtained as patient was having brown spots in his vision, however patient has a new visual field cut on the right side. CT of the head was done which showed an acute lpca (left posterior cerebral artery) ischemic infarct that corresponds to the new right homonymous hemianopsia. Mend (miami emergency neurologic deficit.) Stroke score repeated and was 1. Dobutamine was started with dose of 5 mcg/kg/min. On (B)(6) 2016 levophed off. Ef(ejection fraction) 10 % per echo, cardiogenic shock. On (B)(6) 2016 mend stroke scale 0. CT of head repeated showed new acute left occipital lobe infarct. It was suspected a new small right parietal lobe infarct as well. On (B)(6) 2016 requiring increasing dose of diuretics. On (B)(6) 2016 mend stroke scale 0. No neurological decline noted. On (B)(6) 2016 and good peripheral pulses. On (B)(6) 2016 mend score 0 then 1 later in the day. On (B)(6) 2016 there were no changes. On (B)(6) 2016 patient continues to respond well to diuresis but requiring increasing prn doses. Arm and chest pain continues. On (B)(6) 2016 head CT showed involving infarcts on the right frontal lobe and right parieto-occipital regions. On (B)(6) 2016 no changes, no chest pain. On (B)(6) 2016 patient is stable and no changes. No additional information provided.

Manufacturer narrative:
(B)(4). Additional information received indicates that the patient developed right heart failure on (B)(6) 2016 requiring dobutamine and milrinone infusions. The right heart failure event was reported to have been resolved with sequelae on (B)(6) 2016. The primary investigator reported that the suspected pump thrombosis event was related to the hvad system and unrelated to the patient's condition or to the hvad procedure; while the right heart failure event was related to the patient's condition and unrelated to the hvad system or procedure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received: it was additionally reported via clinical study database that the patient's pump was exchanged on (B)(6) 2016. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via controller log files which revealed multiple low flow alarms and high watt alarms. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report revealed evidence of thrombus in the inflow cannula. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the inadequate flow rate event can be attributed to occlusion that might have occurred due to the ingestion/formation of thrombus at the inflow cannula. The device was returned for evaluation. Analysis of the device and cardiac CT scan confirm thrombus evidence of thrombus formation within the inflow cannula though, though there is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump low flows, pump thrombus and stroke; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Additionally, clinical factors that may have contributed include the patient's significant cardiac history (including atrial fibrillation), pump positon and patient anatomy, medical treatment, progression of disease, and related comorbidities. There are patient and procedural factors that may have contributed to this event. The instructions for use (IFU) and patient manual: a "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported as per dt2 clinical study database adverse event 1:"3.6.15 vad flows noted to be low 2.1-2.8. On (B)(6), vad flows improved slightly 2.4-3.5. On (B)(6) flows 3.4-3.6. It was believed that there was an outflow obstruction. Patient was taken back to the or(operating room) and a kick in the outflow graft was observed. 3 cm of the graft was removed which resolved the issue. Patient returned to ICU in stable condition with a flow of 4.5." Patient went back to operating room (or) on (B)(6) 2015 to shorten the outflow graft 3cm. Patient had a narrow left chest and the outflow graft was running lateral serpentine across the chest. After outflow graft shortened, the av was no longer opening. On (B)(6) 2016 patient called around 01:30 stating that the low flow alarm was going off and the patient was not responding as typical for him. Patient presented in the emergency room with flows <0.5l/m. On (B)(6) 2016, the power rose to over 16 watts and the pump speed dropped until it stopped. The controller was changed. One attempt to restart failed. The hvad is now off and disconnected. The log files for both the spare and primary controller are attached. On (B)(6) 2016, echo showed lv (left ventricle) sucked down, inflow cannula position pointing at septum? The resident said he saw thrombus at inflow cannula. At 4pm CT - mobile thrombus in inflow cannula, no contrast in outflow cannula indicating obstruction. Given fluid and decreased speed. Flows improved to 4-5 l/min, and patient ok overnight. Head CT negative. On (B)(6) 2016, at 9am patient currently awake, talking and on dobutamine. Patient is table and remains in the hospital. Investigation is ongoing.

Manufacturer narrative:
Product event summary:the pump was returned for evaluation; an outflow graft with unknown serial number was not returned. Review of manufacturing documentation of the outflow graft could not be performed since the serial number is unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. The reported "inadequate flow" event was confirmed via controller log files which revealed multiple low flow alarms and high watt alarms. Analysis of the pump revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report revealed evidence of thrombus in the inflow cannula. The "kink" in the outflow graft could not be confirmed since the device was not returned and no supporting evidence was provided. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the inadequate flow rate event can be attributed to occlusion that might have occurred due to the ingestion/formation of thrombus at the inflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Product ID: unk-outflow graft, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.